Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the procedure took longer than usual since the customer used the hand switch in the control room to complete it. It was reported that no error warnings were displayed, indicating that the wired footswitch was not connected. No indications of the issue were found during the remote inspection. However, after the onsite service request was opened to evaluate the system, the customer requested to cancel the service request as the customer resolved the issue themselves. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the foot switch did not trigger exposures when pressed. The system was in clinical use at the time of the reported event, and the procedure was completed by using the hand switch in the control room. There was no reported patient or user harm. Philips has started an investigation of this complaint.